Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Customer had performed collet cleaning maintenance prior to service. Fse inspected the instrument and could not find any problem. Fse performed splld on sample and reagent racks, system boot-run test and ran a test plate. All tests passed. Instrument is operating as expected, no repairs needed.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).